Manufacturer narrative:
Device received with stripped battery cap coin slot(p). Device received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had cracked on the backside where battery was located, plastic around the top of reservoir site had broken off, battery screw cap was becoming stripped, broken plastic on insulin pump side of clip attachment, screen was scratched and small crack in screen on bottom right corner. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.